Event description:
The plaintiff has suffered from inter alia, urticaria, hives, rhinitis, itchy and watery eyes, and dyspnea, and has been diagnosed as suffering from type-I latex allergy. The plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. The plaintiff has suffered severe and irreversible latex allergy and is unable to enter any environment where plaintiff is exposed to latex proteins because entering such environments puts plaintiff at serious risk for anaphylactic reaction. The plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Furthermore plaintiff is restricted in life as to where to go, and what plaintiff can do with life, with career, and with family. Plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp, for any purpose, is a health hazard. Also, plaintiff has sufferred and will continue to suffer in the future, severe emotional distress, and an inability to engage in normal activities. Furthermore, plaintiff has suffered physical injuries, as well as great despair, and loss of enjoyment of life; all of which, are of a permanent and continuing life threatening nature. The plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally, the plaintiff's spouse, and the plaintiff's children allege that they have been deprived of the consortium, care, support, and services of the plaintiff.